Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the site called in and stated that the integrated electrosurgical unit (erbe) was not turning, technical support engineer (tse) had site follow the cord to the wall and it was plugged in, tse had site change outlets with no change tse had site swap cords from the e100 which was on, and erbe still did not turn on. Site is swapping out towers for the case and would like fe to look at the system. The site called back to see if there was anything else we could try. Tse advised site they could use a force triad, but site does not have the cable. The site called back for help with getting the force triad connected to the system. The site wanted to test the force triad. Tse explained this will take a use off the instrument, surgeon said that was fine. The tse advised site to put saline solution on sponge that is on the grounding pad to test. The procedure was completing with no reported injury.